Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer would reload the same cartridge to address the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.